Manufacturer narrative:
The referenced chronic driveline infection was previously reported under MFR report #: 2916596-2016-02379. The patient's atrial fibrillation, gastrointestinal bleed, and end-stage renal failure was reported in MFR #: 2916596-2020-04672. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04304. It was reported that the patient with a history of dilated cardiomyopathy (dcm), chronic driveline infection on lifetime suppression antibiotics, persistent atrial fibrillation not on anticoagulation due to gi bleed, and end-stage renal failure on hemodialysis (monday, wednesday, friday) was presented with cardiac arrest for approximately 20-30 minutes after being unable to charge depleted lvad battery. The patient was struggling to change the batteries or connect the device to a power source after hearing the lvad alarm go off. The patient became unresponsive after the lvad shut down. The patient's wife was also unable to connect the battery and called both outpatient vad coordinator and emergency medical services (ems). Ems arrived and began CPR. Of note, the patient has a park stitch on aortic valve to prevent regurgitation which makes CPR less effective. The paramedics were able to reconnect the power and achieved return of spontaneous circulation (rosc) without having to shock, but the patent was still unresponsive. The patient was intubated and transported to the hospital. During review of the submitted log files, it was noted that there was a no external power alarm on (B)(6) 2020 at 19:17 and at this time, the pump was running and being supported by the controller¿s internal backup battery. At 19:57 the driveline was disconnected and the pump stopped. At 20:09 the driveline was reconnected and the pump restarted and continued functioning as intended. It was later reported the patient expired on (B)(6) 2020. Additionally, corrosion was found in the patient's controller and the driveline connector housing appeared disintegrated or corrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s driveline connector housing being damaged was confirmed. The reported events of corrosion and a difficult connection to power sources were not confirmed; however, fluid ingress within the housing was confirmed. The returned system controller, serial number (B)(6), was observed to be missing the outer ring of its bulkhead assembly upon arrival. Fluid was observed within the driveline connector. A slight deformation in the controller¿s white power lead was also observed, and one of its pins was observed to be slightly misaligned. The controller was functionally tested and was found to perform as intended despite the observed damages, and the driveline remained secure within the controller throughout all testing even when manipulated. However, the slight deformations on the white power lead could have contributed to a difficult connection between the controller and a power source. The controller was opened and inspected at a component level. Fluid ingress was observed within the housing of the controller around its bulkhead assembly; however, the fluid was not on the controller¿s pcbs and had not caused corrosion damage to occur. The power cables¿ jackets were removed and fluid ingress damage was also observed throughout both cables. The provided log file and a log file extracted from the controller during testing were reviewed, collectively containing data that spanned approximately 61 days (28jun2020 ¿ 28aug2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2020 at 19:17, both power cables were observed to have been disconnected from battery power, resulting in a no external power alarm. This alarm repeatedly became active from approximately 19:17 ¿ 19:57, and throughout this time, it appeared that the patient may have struggling to connect to a power source as reported. At 19:57, the driveline was observed to have been disconnected, stopping the pump. The patient was observed to have been reconnected to battery power on (B)(6) 2020 at 20:08, and the patient¿s driveline was observed to have been reconnected at 20:09, resolving the no external power alarms and bringing the pump speed back to speeds above the low speed limit. The root causes of the damage to the controller¿s bulkhead assembly, white power lead, and fluid ingress within the controller were unable to be conclusively determined through this analysis. However, the damaged bulkhead assembly may have caused fluid ingress to enter the controller, and fluid ingress was also observed to have occurred throughout the controller¿s power cables. Incidental findings were also found which included transient backup battery fault alarm within the log file and dim green pump leds. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6) 2017. The heartmate ii patient handbook instructs users to never disconnect their driveline without supervision, as disconnecting the driveline will cause the pump to stop. The heartmate ii patient handbook instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. This section also instructs users to never submerge or expose to the system controller to liquid. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their controller, including alarms associated with no external power conditions. Patients are advised to immediately connect to a working power source if possible in the case of a no external power alarm. The heartmate ii patient handbook instructs users to periodically ensure that their equipment, including their system controller, is well-maintained. Users are also instructed to obtain replacements for damaged equipment if necessary. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.